Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: updated sections per new information received. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The root cause of the pannus growth cannot be conclusively determined. However, it is likely that this event was due to patient related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via patient registry that a 20mm valved conduit in pulmonary position was disabled via a valve-in-valved conduit procedure after an implant duration of 7 years, 7 months due to stenosis, motion restricted leaflet, right ventricle-to-pulmonary artery (rv-pa) conduit obstruction (hcc), and pannus formation. A 23mm transcatheter valve was implanted. Per medical records, angiography demonstrated a large pannus, particularly in the anterior portion of the valve resulting in a 50 mmhg peak systolic gradient across the valve. There were no significant other gradients noted in the diagnostic catheterization. Angiography also demonstrated marked restriction of the bioprosthetic valve leaflets. The patient tolerated this extremely complex procedure fairly well and was extubated in the catheterization lab and taken to the recovery area in the pediatric intensive care unit in stable condition. Patient was discharged home in stable condition on pod #1.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. A definitive root cause could not be determined; however, may have been due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via patient registry that a 20mm valved conduit in pulmonary position was disabled via a valve-in-valved conduit procedure after an implant duration of 7 years, 7 months due to unknown reasons. A 23mm transcatheter valve was implanted. Patient was in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.